Event description:
It was reported that the customer experienced an issue with their pump as the screen was broken and remained black despite the pump starting up. There was no adverse impact to the customer's blood glucose level. The customer arranged to return the device for further evaluation and received a replacement pump.